Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The patient reported they went to bed the night prior and woke up at 3 a.m. And couldn't get out of bed because of the pain in her left leg. She couldn't walk and had to take a lot of medication that day. All of the patient's toes on their left foot were also numb. There were no traumas or falls reported that could be related to the issue. The patient later reported they went to see their doctor on (B)(6) and had a shot the following day. They felt better at the current time but their toes were still numb. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient was given a shot in the physician's office. The next day, the patient went to the surgery center for shots in the back. The patient told the physician about the numbness in their toes but nothing was done. If additional information is received, a supplemental report will be sent.